Event description:
A medtronic representative reported that the spine clamp threads are damaged. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device MFR date was unk as no lot number was provided. The device has not been returned to the MFR.